Manufacturer narrative:
The insulin pump passed prime/ compromised force sensor, displacement and basic occlusion tests. The pump was received stuck in motor error alarm loop during bolus delivery and motor position encoder error alarm noted in alarm history. The motor was tested outside of the device and passed. The motor may have had intermittent failure that was not detected during testing. The pump had a cracked reservoir tube lip noted. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call that the pump had motor error alarm and motor position encoder error alarm. The blood glucose at the time of the incident was unknown. The customer states the pump was not exposed to a high magnetic field and the drive support cap appears intact. The customer stated there was a motor position encoder error alarm noted in the history. Troubleshooting was not able to resolve the issue. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The device will be returned for analysis.